Event description:
Procedure: ladg. Lap assisted distal gastrectomy according to the reporter: when using the device with I-drive, a cartridge was stuck, so could not insert. Detached it and loaded again, but sleeve was inserted on a slant. Therefore, it was unable to load as usual. Operating time extended: less than 30 min. No tissue damage. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).